Event description:
Pt was revised due to loosening of all components, patella disassociation, and poly wear. The manufacturer of the cement is unk.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Should additional info be received the investigation will be reopened. Depuy considers the invesitation closed.